Event description:
It was reported that the rotawire became entrapped on the burr. A 330cm rotawire was selected for use together with 1.75mm rotalink plus. During procedure it was noted that there was difficulty removing and the rotawire from the rotalink plus. The rotalink plus and the rotawire were stuck together. The rotawire was removed together with the rotalink plus from the patient's body as one unit. The procedure was completed with another of same device. No complications were reported and patient condition was good post procedure.

Event description:
It was reported that the rotawire became entrapped on the burr. A 330cm rotawire was selected for use together with 1.75mm rotalink plus. During procedure it was noted that there was difficulty removing and the rotawire from the rotalink plus. The rotalink plus and the rotawire were stuck together. The rotawire was removed together with the rotalink plus from the patient's body as one unit. The procedure was completed with another of same device. No complications were reported and patient condition was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Unit returned with the related rotablator plus device. The wire was received inside of the rotablator plus device and was removed with some resistance due to kinks along the wire body, as part of overall visual revision. The returned device matches with upn provided by the customer. The wire was able to be removed from the burr catheter with some resistance due to the numerous kinks in the wire. The tip is slightly stretched and there are numerous kinks along the body of the wire. The dimensional inspection revealed that the overall length, outer diameter (od) distal tip, middle of the device, proximal section were within it's specification.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis.unit returned in a bio-hazard plastic bag with the related rotablator plus device. The wire was received inside of the rotablator plus device and was removed with some resistance due to kinks along the wire body, as part of overall visual revision. The returned device matches with upn provided by the customer. The wire was able to be removed from the burr catheter with some resistance due to the numerous kinks in the wire. There are numerous kinks along the body of the wire. It was inspected according to procedure. The dimensional inspection revealed that the overall length, outer diameter (od) distal tip, middle of the device, proximal section were within it's specification.

Event description:
It was reported that the rotawire became entrapped on the burr. A 330cm rotawire was selected for use together with 1.75mm rotalink plus. During procedure it was noted that there was difficulty removing and the rotawire from the rotalink plus. The rotalink plus and the rotawire were stuck together. The rotawire was removed together with the rotalink plus from the patient's body as one unit. The procedure was completed with another of same device. No complications were reported and patient condition was good post procedure.